Manufacturer narrative:
Eval summary: [eval date/time: 2008 14:38:15]. Statement from qa engineer: the auto shield pen needles have been tested for compatibility with the novolog flexpen according to the requirements of the device meets the torque requirements when attached to the pen injector following the instructions for use. However, if the pen needle is over tightened it can be difficult to remove it from the pen injector. When over-tightening occurs the user can squeeze the shield while pulling the pen needle, which can result in the removal of the shield and exposure of the cannula. The failed product and affected pen injector were not returned for eval, but based on testing performed by bdm-dc quality assurance on similar devices, the failure is consistent with over-tightening the pen needle prior to its use. Quality assurance is evaluating the possibility of updating the auto shield IFU with a more detailed instruction for removal of the pen needle. Complaint history performed revealed no other complaints have been recorded for this lot. Regulatory compliance will continue to monitor.

Event description:
Rn experienced difficulty removing the activated auto shield from novolog flexpen. While grasping the needle shield and unscrewing, needle shield detached and rn received injury from exposed needle.